Manufacturer narrative:
The catheter was discarded by the customer and will not be returned for evaluation. (B)(4).

Event description:
It was reported that during an a-fib case after a failed cryo procedure using a lasso catheter, patient developed chest pain. Echocardiogram confirmed a pericardial effusion. The whole case was aborted. Patient status was unknown. Facility was contacted and declined to provide additional information.